Event description:
Tubing snapped off. Expected three devices, but received two for evaluation.

Manufacturer narrative:
Unit 1 - customer report was confirmed. Rec'd (1) dpt - vamp adult kit. Kit appeared not used. Tubing was found completely broken off from uv bond joint with reservoir. Tubing was bent near the site of damage. Unit 2 - customer report was confirmed. Rec'd (1) dpt - vamp adult kit. Kit appeared not used. Tubing was found completely broken off from uv bond joint with reservoir. Tubing was bent near the site of damage.